Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Evaluation summary: analysis was performed on the returned device. The reported cuff miss/suture retrieval issue could not be tested due to device components not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other proglide device referenced is filed under a separate medwatch manufacturing report number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using two proglide devices relative to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, on both devices, when the plunger was removed no suture was present. The method of achieving hemostasis is unspecified. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.